Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to location and size of the implant. In turn, surgical intervention was undertaken wherein the ipg was explanted and a new ipg was implanted at a different site. This addressed the issue.